Event description:
The orsiro drug-eluting stent system was selected for use. As it was attempted to remove the orsiro from the storage ring resistance was felt. When checking the device it was noticed that the stent was deformed. Therefore it was not used for the procedure.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has a strong kink in its center and several struts are deformed. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The stent protector was not returned for analysis. A reference stent protector could only be applied after straightening the kink. Since it was not possible to apply a reference protector cap over the deformed struts without bending them further, it can be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.